Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/27/2013 with the following findings: visual inspection of the pump showed some cosmetic defects. On investigation the device powered up to a dim and discolored verifying screen. The display screen was replaced with a test display, and the test display screen was functioning properly. Unrelated to this complaint, the devise powered up with no audio tone and failed audio level testing. Investigation revealed no damage to the piezo. The device piezo was replaced with a test piezo, the test piezo was functioning properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The patient reported that his display screen is very dim and noticed a few months ago; this has happened gradually. The patient reported scratches on the display screen, no lens film, and no damage to pump's casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.